Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection of the lens showed the lens was covered in contamination, which is a condition consistent with a lens that has been explanted from the patient's eye. No optical deviation on the optic was found. No further evaluation was possible due to the condition the lens was received in. A review of the manufacturing records showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled diopter power of 13.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye after the patient was unhappy with the visual results. The incision was enlarged, the lens exchanged with another type of iol and sutures were used to close the incision. There was no patient injury reported.